Event description:
It was reported that prior to use, it was discovered that the device had been activated and clinical data collection was already in progress. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).